Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd ultra-fine¿ insulin syringe was unable to aspirate. This occurred on 10 occasions during use. The following information was provided by the initial reporter: customer informs that he made the purchase of the syringe and when using 10 of the syringes showed a defect in the aspiration and application of insulin, customer says that the syringe appeared to be clogged.

Manufacturer narrative:
H.6. Investigation: customer returned a photo of a poly bag from lot # 9098956. Customer states that when using 10 of the syringes showed a defect in the aspiration and application of insulin, customer says that the syringe appeared to be clogged. No samples (including photos of the samples in question) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9098956. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the samples in question were returned h3 other text : see h.10.

Event description:
It was reported that bd ultra-fine¿ insulin syringe was unable to aspirate. This occurred on 10 occasions during use. The following information was provided by the initial reporter: customer informs that he made the purchase of the syringe and when using 10 of the syringes showed a defect in the aspiration and application of insulin, customer says that the syringe appeared to be clogged.